Manufacturer narrative:
Additional information: d4, h4, h6, h10. The device history record for lot 30232971 was reviewed and the product was produced according to product specifications. The actual complaint product was returned for evaluation. Upon decontamination, the entirety of tubing was reviewed and appeared that the bolus end tip was missing. This component was not returned with the tube. The area where the end tip bolus subassembly supposedly placed was inspected, depth markings were approximately 4mm on one side and 3mm on the other side was visible on the end tip of the tubing. There were also signs of bonding solution residue on the said area. There was no missing tubing after the entire tube length was measured. No stylet received and no original packaging. There were no other damages noticed on the device. The root cause was manufacturing related. All information reasonably known as of 15 may 2024 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by avanos medical inc. Represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to avanos medical inc. Avanos medical inc. Has no independent knowledge of the reported event but is relaying the information provided by the user facility where the incident occurred. This product incident is documented in the avanos medical complaint database and identified as complaint (B)(4). This information is submitted pursuant to 21cfr803, in compliance with the medical device reporting requirement and should not be considered to be an admission that an avanos medical inc. Product is defective or caused serious injury.

Manufacturer narrative:
The product involved in the report has been returned and the investigation remains in progress at this time. A review of the device history record is in-progress. All information reasonably known as of 07 feb 2024 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by avanos medical inc. Represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to avanos medical inc. Avanos medical inc. Has no independent knowledge of the reported event but is relaying the information provided by the user facility where the incident occurred. This product incident is documented in the avanos medical complaint database and identified as complaint (B)(4). This information is submitted pursuant to 21cfr803, in compliance with the medical device reporting requirement and should not be considered to be an admission that an avanos medical inc. Product is defective or caused serious injury.

Event description:
It was reported, tip of the tube broken during placement. During confirmation by x-ray they saw that the broken tip was in the stomach. No injury or medical interventions reported. Per additional information received on 18 jan 2024, the retained piece was not removed. They will wait for it to pass naturally. The patient is not affected by the broken tube.